Manufacturer narrative:
Additional information: device history record: ((B)(4) 2012) a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15351402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15351402. Polyimide guide wire lumen subassembly lot 15344599 was reviewed it was observed during review of these lots that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. No units were rejected during the assembly of lot 15344599. Complaint conclusion: it was reported that after stent deployment the inner plastic sleeve of deployment system of smart control stent separated from the device upon withdrawal from a 6 french pinnacle destination sheath. The product was removed completely. The target lesion was a calcified and occluded distal right superficial femoral artery. There was no excessive force used at the time the device was being withdrawn from the patient. The device did not kink during the procedure and presented no tracking difficulty at the target lesion. There was no injury to the patient reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15351402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
It was reported that during a procedure, the inner plastic sleeve of deployment system of smart control stent separated from the device upon withdrawal, from 6 french pinnacle destination sheath. Post deployment. The target lesion was the distal right superficial femoral artery, which was calcified and occluded (stenosis % not provided). There was no excessive force used at the time the device was being withdrawn from the patient. The device did not kink during the procedure and presented no tracking difficulty at the target lesion. The product was removed completely. There was no injury to the patient reported. The device was retrieved from the patient. The product will not be return for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.